Event description:
Affiliate reported that the valve posed a split in it. As a result it was revised. Additional questions have been asked. Product code is not currently available.

Manufacturer narrative:
Upon completion of the investigation it was noted that the valve returned for investigation was that of a precision valve that has 2 dots. The valve was visually inspected and confirmed the split in needle chamber. Although it is not possible to determine the exact root cause for the split, it might be possible that the device came in contact with the edge of a sharp instrument. This however could not be determined. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed. Device not returned.